Manufacturer narrative:
Tech found an open wire in the cable and old fluid residue on ucm board. Tech replaced ucm and cable to resolve.

Event description:
Tech found intermittent function in left intermediate siderail only.